Event description:
Info received from our affiliate. This info indicates a pt was wearing acuvue 2 contact lenses (cl) and developed acanthamoeba keratitis and corneal opacity. The event occurred 5 years ago. The pt was using complete cl solution. A clinic eye care professional (ecp) stated that in 2003, the pt's va od was 0.02 (1.0). On the following month, the pt experienced od pain. The pt was seen by an ecp and diagnosed with a 5mm x 5mm central corneal opacity. The treatment regimen included corneal epithelial scraping, fluconazole, chlorhexidine gluconate, atropine and tarivit ointment. The ecp suspected acanthamoeba keratitis and referred the pt to the ophthalmology clinic at the hosp. On three days later, the pt was admitted to the hosp. A corneal scraping was performed which revealed a cyst formation in the region of the corneal opacity. An culture test was negative for amoeba. The pt remained in the hosp for 9 days and was discharged on eight days later. A small amount of corneal opacity remained in the stroma of the cornea but the pain had resolved. In early 2004, the pt visited the taki ophthalmology and was completely asymptomatic. The pt was given a prescription for 1-day acuvue cl. The pt returned to ophthalmology clinic in 2007 with a va of 0.02 (1.0). The ecp stated that the pt probably developed acanthamoeba keratitis due to contamination of the cl case because it was kept on the bathroom sink. The report stated that the pt's va remained the same without permanent damage to the central cornea. This event is being reported because a pt developed acanthamoeba keratitis while wearing acuvue 2 cl. No add'l info is expected. All MDR events are reviewed at quarterly mgmt review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.